Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag to ventilator switch was cleaned, resolving the reported complaint. (B)(4)

Event description:
The hospital reported that, during preoperative checkout, the bag to ventilator switch was not functioning. There was no report of patient involvement.